Event description:
It was reported that the ilet displayed repeated alert 38 for consecutive stalled motor despite multiple restarts, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included continuation of diabetes management with backup therapy and successful setup of the replacement device, including app pairing after password reset. Investigation included review of device performance through troubleshooting and user education, confirmation of shipping and return logistics, and data synchronization guidance. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.